Event description:
Patient has history of elevated triglycerides, had plasmapheresis with reduction of trigs from 1282 to 498. Early in ecp procedure began having red cell pump alarms x5 at whole blood processed (wbp) = 387ml, 421ml, 481ml, 503ml, approx 560ml. Decr'd (decreased) collect rate from 35ml/min to 25ml/min after first alarm, then to 20ml/min after2nd alarm. Stopped/restarted centrifuge bowl after 2nd & 4th alarms. Also noted that optic sensor reading on screen did not reflect level of rbc interface in centrifuge bowl (value was much lower that expected). Decr'd wbp to that collected and proceeded to buffy collection. Accelorometer alarm x1 during buffy collection. Restarted bowl, then proceeded to early photoactivation. Wbp = 711ml. Ecp treatment was completed; patient tolerated well. Conferred with three therakos tech support persons during above alarms. Per tech support, above alarms and optic sensor reading likely d/t patient's lipemic plasma.